Event description:
It was reported that device interrogation revealed episodes of vf with aborted therapy. Review of the strips revealed intermittent undersensing. Some episodes were recorded as noise and the device inappropriately detected return to sinus. No further information is available.

Manufacturer narrative:
A partial lead with the connector pin measuring 14.7cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.